Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) displayed air trap warnings during the run mode. Therapy was interrupted from time to time due to these alerts. After cleaning of the air trap, ivtm therapy was continued. The customer cleaned the air trap multiple times. It is unknown if the therapy was completed. No negative patient impact was reported.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(6)) displayed air trap warnings" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. The root cause of the error message observed by the customer was likely caused by condensation on the air trap chamber, due to high humidity. During visual inspection of the console, no physical damage was observed. During the review of the event logs, multiple air trap warnings were noted; thus, confirming the reported complaint. The sensor could not penetrate the film/fog of condensation to read that the air trap chamber was correctly filled. After cleaning the chamber, the error was cleared but came back after a couple of minutes. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. No hardware failures were found with the system. If there is no condensation on the air trap chamber, the console will perform as intended. The customer was informed about the issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.